Event description:
It was reported that a malfunction alarm occurred with the pump displaying malf 1. The impact on the customer¿s blood glucose level was unknown. The customer had no backup therapy available and planned to contact their healthcare provider. Tandem technical support arranged to send a replacement pump with updated software and provided instructions and training for its use. The caller was informed about the process of returning the faulty pump.